Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The clutch spring was observed to be held in place by the spring latch. The device data showed that the device was in pod state 1 and had run 0 pulses. Pod state 1 indicates that the device was never activated. This was also confirmed by the reservoir having not been filled enough for the fill rod to short the fill sensor springs. During the investigation, the ratchet gear was manually advanced, and the cannula assembly successfully deployed with no issue. No issues were seen with the device. Based on the investigation and the state at which the device was received, the device functioned as intended and was never activated to initiate priming sequence to allow for deployment of the needle to occur.